Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that their insulin pump received multiple software error detected alarms during new pump set-up. The customer's blood glucose level at the time of the incident was unknown. The product will be returned for analysis.